Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 6.4mg/ml at 0.30752mg/day via an implantable pump. The healthcare provider reported a volume discrepancy was noted at the refill yesterday (B)(6) 2017. The arv (actual reservoir volume) was 0ml and the erv (expected reservoir volume) was 15ml. The healthcare provider stated that they used ultrasound to verify she was in the refill port and pulled it back out to verify she was in the reservoir port. The healthcare provider stated she suspects someone may have tampered with the pump and accessed the reservoir to remove the drug. The healthcare provider did not have specific concerns that the pump was malfunctioning. Per the reporter there were no previous discrepancies noted on past refills. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use was spinal pain.